Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Functional analysis of the controller confirmed that the ps2 power connector did not work properly. System testing confirmed a controller fault alarm while ps2 was active. Review of the log files also revealed 9 controller fault alarm while ps2 was active. The controller was in use when the reported event occurred. This malfunction is most likely due to a leaky diode (d7) on the automatic power switch circuit of the controller. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that while the patient was in clinic, the vad coordinator attempted to re-program his backup controller and the controller started alarming "controller fault". The device was exchanged with no reported patient consequences. No further information was provided.